Manufacturer narrative:
Image analysis two still images received for analysis. The first image depicts the proximal end of a heli-fx applier wrapped in plastic. The green forward arrow is flashing. The second image depicts the distal end of a heli-fx applier. An endoanchor implant is partially deployed from the distal end. Product analysis no damage was evident to the applier. An endoanchor was partially loaded in the applier housing on receipt of the device. The handle was opened, and no fluid or blood was observed within the handle. There were no loose connections or components observed. No corrosion was observed to the circuit board or connector pins. The battery was removed and measured 7.4 v. A new battery was attached and the unit powered up in an error state. The eprom was read and presented the following codes (locn x code): 0ax05 battery low detection, 0bx0e apply ready, 0cx07 battery low voltage, 0dx17 fatal. The device was restarted in factory mode with the blue error light on, the forward light flashing and the back light on. The partially loaded endoanchor deployed after pressing the forward button. A fractured endoanchor was then evident in the applier housing and could not be removed. It was not possible to load an in-house endo a nchor due to the fractured endoanchor. No other deformation was evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Heli-fx endoanchors were used prophylactically in an endurant iis stent graft during an unknown procedure. It was reported during the index procedure procedure four endoanchors were implanted successfully after being flushed before use and between each anchor. When loading the fifth endoanchor, it misloaded and did not get fully seated into the applier but the forward button started flashing as if loading was complete. Part of the anchor protruded from the end. The physician then deployed that endoanchor on the table and got rid of the anchor. The physician attempted to load a new endoanchor into the applier but it also did not load properly with the endoanchor protruding. The physician opened a new applier to finish the case by using 2 further endoanchors. The cause of the loading issues is undetermined. No patient complications were reported.